Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as a use error/touch contamination due to the patient disconnecting several times to go to the bathroom and using ¿poor technique¿. On the same day as onset, the patient was hospitalized for the event. Two days after being admitted to the hospital, the patient was discharged. On an unknown date, during the hospitalization, the patient was treated for the peritonitis with one dose of vancomycin (2 gm, intraperitoneally (ip)) and gentamicin (80 mg, ip, for 21 days total). The patient¿s last dose of gentamicin was twenty two days after onset of the peritonitis. Fifty three days after onset, the patient was fully recovered from the event. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.